Manufacturer narrative:
The customer reported a failure to discharge, via paddles with this heartstart xl defibrillator. There was no pt involvement. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure to discharge, via paddles with this heartstart xl defibrillator. There was no pt involvement.